Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 05-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) partially deployed while contrast was pushed through without the use of the deployment button. The procedure was completed with the same ipg. No patient complications have been reported as a result of this event.